Manufacturer narrative:
Concomitant products: rods, screws, cage, local bone (implant (B)(6) 2013). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal fusion consisting of local harvesting of cancellous bone; re-exploration, l5-s1 laminotomy and discectomy; right transforaminal posterior interbody fusion, l5-s1, use of cage instrumentation, l5-s1; pedicle instrumentation, bilateral l5 and bilateral s1; a posterior spinal fusion, l5-s1; use of bone morphogenic protein, type 2 and use of bone proformative material. During the surgery, screws were inserted on the left at l5 and s1 pedicles followed by an additional incision made proximally through which a rod was inserted engaging the pedicle screws on the left at l5-s1 locking at s1. On the right side, a 26 mm optiview cannula was inserted and placed over the right l5 and s1 facet, and then it was redirected anteriorly to the posterior aspect of the ala sacrum and the transverse process of l5. Onlay bone graft and bone morphogenic protein were applied for a posterior spinal fusion. Increased operative time was necessary to accomplish access through and to the disk space through the previous scarified tissue from the prior surgery. A careful dissection and displacement of the dura and the translating si root to the midline were accomplished and protection of the l5 root on the right was achieved. Locally harvested cancellous bone, bone proformative material, and bone morphogenic protein was inserted in the anterior aspect of the disk space at l5-s1 followed by a interbody implant engaging the anterolateral aspect of contralateral apophyseal ring of the l5-s1 space. The interbody implant was filled with only locally harvested cancellous bone. Reportedly, the patient¿s "post-operative periods were marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: re-exploration, l5-s1 laminotomy and diskectomy; right transforaminal posterior interbody fusion, l5-s1; cage instrumentation, l5-s1; pedicle instrumentation, bilateral l5 and bilateral s1; posterior spinal fusion, l5-s1; increased operative time/ extra difficulty; local harvesting cancellous bone; use of bone morphogenic protein, type 2; use of bone proformative material; for pre-op diagnosis of: status post laminotomy and diskectomy at l5-s1; failed laminectomy syndrome, l5-s1; radiculopathy, right l5, s1; spinal curve; spondylolisthesis; gait disturbance; degenerative joint! Disk disease, lumbar spine; foraminal stenosis, right l5; neurogenic claudication. Per-op notes: incision was made over the right l5 and s1 pedicle and over the left l5 and s1 pedicle with the skin and subcutaneous tissue. The taps were removed in all four pedicles and screws were inserted on the left at l5 and s1 pedicles followed by an additional incision made proximally through which a rod was inserted engaging the pedicle screws on the left at l5-s1 locking at s1. Then focus attention was made on the right side to which a 26 mm cannula was inserted placing it over the right l5 and s1 facet and then redirecting it anteriorly to the posterior aspect of the afar sacrum and the transverse process of l5. Onlay bone graft and bone morphogenic protein were applied for a posterior spinal fusion. Careful dissection and displacement of the dura and the translating s1 root to the mid line were accomplished and protection of the l5 root on the right was achieved as well. The resection through the previous scar of annulus herniate nucleus pulposus of the l5-s1 levels was achieved and once this was accomplished, then intradiscal traction was accomplished at the l5-s1 level and held with a contralateral rod screw construct. Then decortication of the l5-s1 endplates and irrigation of the disk space were accomplished with normal saline. Then insertion of the anterior aspect of the disk space at l5-s1 with locally harvested cancellous bone, bone proformative material, and bone morphogenic protein was achieved followed by a cage implant engaging the anterolateral aspect of contralateral apophyseal ring of the l5-s1 space, but the cage implant was filled with only locally harvested cancellous bone. This was placed in the intradiscal space and directed anteriorly. Then the operative cannula was removed and screws were placed in the pedicles on the right at l5 and s1. An additional incision was made proximally through which a rod was inserted, locked at the s1 level, compressed, and locked at the l5-s1 level. Then all operative cannulas were removed. No complications were reported.